Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed error message codes "status 42" and "status 52" on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.